Event description:
Needle broke off in patient during procedure.

Manufacturer narrative:
The suspect part was reviewed on 10/22/07. The device was returned with no other supporting documentation. Upon review, the device was completely torn apart. The cannula was cut into 4 pieces and was separated from the handle itself. The handle did exhibit stress marks in the area of the boss that the cannula is molded into. This device malfunction could be the result of over-torque during the procedure. Since there were 2 possible lot numbers associated with this complaint, both were reviewed. Upon receiving this complaint, it was noted that promex had the same product device returned in mid-august 2007 for cannula failure. The current print requirement calls for cannula retention in the hub to exceed 30 lbs, when pulled on axis of the cannula. The data for 2006 shows that promex far exceeds the minimum requirement. Even though the suspect devices did not show the same failure mode, promex has decided to initiate a CAPA. We will continue to monitor any future complaints for any failures of this type.